Event description:
The iab failed. A vascular procedure was needed to remove the iab. A second iab was inserted into the pt. (Event complications: the iab was surgically removed-) reported 12/12/97. (Pt's current status: unk-rpt'd 12/12/97.)

Manufacturer narrative:
Eval: the iab was returned with the membrane noted to be completely folded with a datascope 10 french, 6 inch sheath/hemostasis valve assembly noted to be partially over the folded membrane. The sheath was noted to be severly kinked. The inner lumen, both distal and proximal taper was also observed to be severely stretched when viewed under room light and polarized light. After the sheath was removed from the folded membrane, underwater leak testing revealed no leaks in the membrane or inner lumen. It was not possible to satisfactorily pump the iab on the lab sys iabp due to the condition of the returned membrane. Probable cause of difficulty: it was reported that difficulty was encountered removing the device from the pt (surgical intervention was required) yet no leak was found in the iab to account for this encountered problem. The condition of the returned iab, inner lumen, and sheath is consistent with that of an iab in which difficulty was encountered during removal. Although conjectural, difficulty removing the iab from the pt may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the pt. The pt's anatomy (no pt info was provided on the returned datasheet). During iab removal, the membrane became "bunched" at the sheath tip causing increased resistance during the iab removal. As a note, datascope's instructions for use states the following: withdraw the balloon catheter through the sheath until the balloon membrane contacts the sheath, if used. Warning: do not attempt to withdraw the balloon membrane through the sheath. Remove the iab and the sheath, if used, as a unit...